Event description:
It was reported that a patient was having baclofen withdrawal symptoms on (B)(6) 2015 and was admitted to the intensive care unit (ICU) in the evening of (B)(6) 2015 for a pump problem. The patient¿s pump had just been replaced on (B)(6) 2015. The patient experienced tachycardia, tachypnea, and increased spasticity (knees drawn up to chest) according to the healthcare professional (hcp). The pump was read by a manufacturer¿s representative on (B)(4) 2015 and a motor stall was confirmed to have occurred 11 hours after implant ((B)(6) 2015 at 2300). A critical alarm occurred due to the constant motor stall and a stopped pump period may exceed tube set message was recorded 48 hours later in the event logs. The pump motor stall never recovered and the patient was not getting medicine. A rotor study was performed that showed no movement of the rotors. The manufacturer¿s representative reported that the alarm was set to sound every ten minutes but it was allegedly not heard by either the manufacturer¿s representative or the patient¿s mother. A critical alarm test performed on (B)(6) 2015 found the alarm to be audible. The reporter noted that the hcp was "disgruntled with the pump" and was "apprehensive" about replacing it. The pump was explanted (B)(6) 2015 after being implanted on (B)(6) 2015 and replaced. The patient was reported to have recovered without sequela and was doing well. The new pump was infusing 50 mcg/day. The patient was likely to be discharged from the hospital either (B)(6) 2015. The pump was used to infuse lioresal (baclofen). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found a pump motor ruby bearing anomaly. The initial print out showed multiple stalls and stall recoveries occurring. The standard alarm test passed; in addition, the alarm was also tested using the ¿time till activation¿ in the ¿read alarm status¿. The critical alarm was timed during a stall to determine if it was alarming on schedule as designed. An alarm occurred multiple times on schedule and was audible. Initially, additional testing was going to be performed; however, it was confirmed that the pump continued to stall while in the laboratory. Further analysis was performed and pump components were thoroughly inspected, finding a missing lower plug stone for gear two. Further troubleshooting was performed to determine how the missing plug stone could have mechanically caused the stalls. It was confirmed that when gear two was in the lower position allowed by the missing plug stone, that gear two appeared to bind with the pinion of gear one, causing a stall. (B)(4).

Manufacturer narrative:
The previously applied conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
Update/correction: the previous report (follow-up # 3) indicated a date manufacturer received of 2016-oct-28 in error; the correct date was 2016-nov-18.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4)